Manufacturer narrative:
The patient was born on an unspecified date in (B)(6). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced relapsing peritonitis. The cause of the peritonitis was unknown. The same day as event onset, the patient was hospitalized for the peritonitis. Treatment was not reported. At the time of this report the patient outcome was not reported. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
Upon follow up it was reported, that on an unreported date the patient was treated with unspecified antibiotics for peritonitis. Twenty-two days after event onset, the patient recovered from the peritonitis event and antibiotic treatment was discontinued. Should additional relevant information become available, a supplemental report will be submitted.